Event description:
The pt reported that the down arrow button was intermittently unresponsive to presses on keypad. The pt denies peeling keypad or exposure to water.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusion can be made at this time.